Event description:
Boston scientific received information that this pt had presented to ER with increased pacing threshold measurements. An x-ray was performed, however was inconclusive for a lead dislodgement. A lead revision was performed in which the lead was explanted and replaced with a non boston scientific lead. There were no adverse pt effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.